Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed and required maintenance. A field service engineer dialed into the unit remotely via remote support service (rss) and worked with customer together successfully recovered the failed tower door 6. The customer was able to recover the door and complete inventory, then went on site, inventoried the door, confirmed it had a good pop, observed no failures, tested the door, and verified that it was now working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, there was a tower door failure at the pyxis machine. The door could not be recovered despite rebooting the medstation, and a maintenance required message was displayed after recovery attempts. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.